Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: the patient received a routine heart transplant on (B)(6) 2022. (B)(4) was returned assembled with the pump cable severed approximately 5.5¿ from the pump housing. Two additional segments of the pump cable, each measuring approximately 10.5¿, were also returned. One of these additional segments was connected to the modular cable. The sealed outflow graft was secured to the pump cover. The apical cuff was secured via the cuff lock and included a section of tissue from the ventricle. Upon disassembly, the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. During evaluation there was an incidental finding. A ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through its proximal end. Tissue accumulation was present within the deformation, filling in the space between the graft and bend relief, and is consistent with an extrinsic outflow graft obstruction that appeared to be present during patient support. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. A subsection entitled ¿preparing the sealed outflow graft" explains how to attach the sealed outflow graft to the aorta. The "attaching the sealed outflow graft to the pump" subsection contains instructions for the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. This section also states that the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 provides instruction regarding how to care for the driveline. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." This section also warns that patients should never submerge the driveline in water or liquid. The heartmate 3 lvas patient handbook contains the following information: section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 cautions the user not to twist, kink, or sharply bend the driveline. Section 6 outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient underwent a routine heart transplant surgery. Evaluation of the returned device revealed a deformation in the outflow graft with tissue accumulation.